Event description:
It was reported that 20 min after procedure, patient became hemiparesis (stroke) on right arm. Suspected apoplex/tia. During procedure act was 429s (13.00i.e heparin). After procedure cardioversion and 10.500 i.e protamin. CT normal. No thrombus, no air. No additional information available. Submission being reported for administration purposes.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete.

Event description:
On (B)(6) 2022 the customer reported a female patient underwent an afib - persistent procedure. It is unknown if there was a procedure delay; however, there was medical intervention (CT/MRI, stroke unit, tia/apoplex) given. Product will not be returning for evaluation.

Manufacturer narrative:
Correction to h3: device was not evaluated by manufacturer. There was no product performance issue reported. The patient was treated for hemirapesis in right arm. The device was used for treatment. The device was not returned. No further investigation required. The lot number was not provided by the customer, therefore the device history records could not be reviewed, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. No further follow-up is required. Based on the investigation, a CAPA is not required as there was no issue reported for the device performance or quality. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.